Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the left ventricular (lv) lead was inserted successfully into the coronary sinus. When attempting to withdraw the stylet from the lead, the stylet was stuck inside the lead. The lead was then damaged while attempting to withdraw, and replaced. The second lead was implanted and the stylet was again stuck inside this lead. The second lead remained implanted with the stylet inside and the procedure ended. The patient was stable with no consequences. Related manufacturer report number: 2017865-2018-07226.